Manufacturer narrative:
The insulin pump had missing segments due to a cracked zebra connector. The insulin pump was monitored and no black screen was noted when a button was pressed. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer's insulin pump had a partial display. The customer's blood glucose was 347 mg/dl. The customer has not treated for their blood glucose. Troubleshooting found the display was able to return after the customer had inserted a new battery. Customer was advised to revert to a back-up plan as their insulin pump needed to be replaced. No additional information provided.